Manufacturer narrative:
The device was manufactured between 10 aug, 2017 and 11 aug, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided picture, no evidence of a ruptured bladder was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During filling a small volume folfusor balloon ruptured. The device was filled ¿just below the amount targeted (110 ml)¿. There was no patient involvement. No additional information is available.